Manufacturer narrative:
This report is submitted on june 09, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection around the implant. Reimplantation is planned but had not taken place at the time of this report.